Event description:
On (B) (6) 2009, the pt underwent right shoulder arthroscopy and subacromial decompression. The pt suffered a first to second degree burn three inches by one-half inch in size on the front of his chest. It is unk how the burn was treated.

Manufacturer narrative:
The facility was not certain which of their three quantum controllers was used in the surgery. The controller is still in use at the facility and was not returned for investigation. It was determined by the healthcare facility that user error was likely, but not proven, as the machine had been used without incident prior to and during the time frame of this event. A separate MDR was filed for the wand, a super turbovac. With integrated cable, on MDR 2951580-2010-00011, on february 12, 2010.